Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of stimulation and the remote control would not communicate with the implantable pulse generator (ipg) after the patient had underwent a cardioversion procedure. After attempting to charge the ipg several times, the remote would still not communicate. Therefore, the patient underwent a revision procedure during which the ipg was replaced. The patient has recovered postoperatively. The explanted ipg will not be returned as it was retained by the medical facility.

Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device nhl.